Event description:
A pt was in a CT scan, and the ventilator screen flickered. The alarm read "device alert." The breath delivery was not affected. The pt was taken off the ventilator and ambu ventilated. No adverse effects to pt.